Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump under infused. It was reported the pump had 5.8 ml of medication remaining. Per reporter when attempting to restart the pump a message was received that stated, starting 92 ml to be infused", however the pump did not restart. No adverse patient effects were reported. No additional information is available at this time.